Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had changed the type of infusion set used as it was thought that the infusion set was preventing the bg level from being corrected. During troubleshooting with tandem technical support, the customer acknowledged that the pump and infusion set were found to be functioning as expected; however, the customer then thought that it was the pump that was not working to correct the bg levels and the only thing that did work were insulin injections and insulin pens. The customer's current bg was 220 mg/dl. The customer reverted to using insulin injections for insulin therapy.